Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. The patient states the cause of the difficulty recharging is that they were not enough informed on how often to recharge. Now they recharge once a week. They have no one to ask questions. Patient states they do use the recharging belt to recharge, and the issue has been resolved. They did not have the device checked by the doctor as their doctor stated they don't manage the device. Patient's next appointment is (B)(6). The approximate location of the implant is right buttock, 4 inches from center and 4 inches down from waist.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported the patient said that it has been very difficult to recharge the implant since patient received the implant. Patient said that sometimes it has taken up to two hours to charge up as the recharger will not maintain connection will start beeping shortly after connecting. Patient said the way she can tell it works is because of the tingling she feels when recharging. Patient did not mention that the tingling was uncomfortable. Patient said that she also hasn't received much direction regarding when to recharge or what the expected recharge interval might be and that the first time she waited a month the second time 3 weeks and now 2 weeks and the ins battery was down to 20%. Troubleshooting was unable to be performed as patient said that they just finished recharging earlier today and doesn't want to get the equipment out again, said it is very frustrating. Ps (patient services) agent did review recommended steps and explained that the higher the setting is, will deplete the ins battery quicker. Patient will recharge next week and will call if they experience challenges in order to perform live troubleshooting.   The patient also stated they are not happy with the results, that before the implant they would use a diaper at night and in the morning it would be full and now is okay with a pad but not always. Patient said that seems like they initially had good results and then it weakened, the results are not consistent. Patient said that she started at 0.8 v and around christmas time she increased to 1.5 v and the results seemed better. Patient said that one day of the week they still dribble. Patient is wearing about 4-5 pads which is about 50% less than before the implant.  Reviewed therapy information and general programming guidance including information regarding programs as requested. Patient was to continue monitoring symptom control and adjusting as needed based on results. If patient decides to switch programs they are to work through the program for at least 2-4 weeks. Redirected patient to their managing physician for assistance in managing symptoms.